Manufacturer narrative:
H10: the device was received for evaluation. During functional flow rate accuracy testing, the device did not deliver within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not infusing correctly. It showed that it was infusing and reported infusion complete, but the bag was still full. This occurred during delivery at the neuro intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.